Event description:
Per the audiologist, the pt reported pain when using the cochlear implant system. An x-ray done post-op indicated a full insertion of the electrode array. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function had a faulty ground electrode. Reprogramming did not alleviate the problem. Approx three months later, the pt still complained of discomfort when using the cochlear implant system. The same month, a second integrity test and a second x-ray done. The next day, confirmed the results of the first tests. Explant/reimplant plans were not reported at the time of this report filed the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.